Manufacturer narrative:
Block d4, h4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026 for treatment of choledocholithiasis. During the procedure, the spyscope was plugged into the controller and electrohydraulic lithotripsy was attempted. Only three (3) grey dots appeared on the display as there was no image. The procedure was unable to be completed as a result of this event. There were no patient complications reported as a result of this event. There were no patient complications reported as a result of this event.